Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device was in auto I mode while the electrode and needle was connected and priming was started. The temperature went up and down rapidly and remained minus 5 degrees. After the generator was restarted, the temperature was indicated 32 degrees, it was higher than room temperature. The device was activated and an error ¿no active electrode¿ was displayed. The needle connector was reconnected and the temperature was 50 degrees even when the cool water was flowing. There was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The investigation found the device to function normally and within specifications. The water circulated normally through the sample. The sample read the temperature properly. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.